Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. All bolus and alarms received during our testing were properly recorded at the pump history file. The insulin pump was monitored for 24 hours and no unexpected alarms were noted. No history loss anomaly noted. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed that the device was losing data multiple times. Customer's blood glucose was 7.6 mmol/l. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.